Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the device was checked, and was found to have been programmed on several weeks prior, resulting in implant detect being programmed on. It was not possible to reprogram the device in order to reset implant detect, nor was it possible to program any other parameters. The device was not used. No patient complications have been reported as a result of this event.